Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00877503202, bioloxâ® delta ceramic femoral head, 2679142; 00620205020, shell porous with multi holes 50 mm, 61734452; 00620205020, shell porous with multi holes 50 mm, 61227280; 00625006535, bone scr 6.5x35 self-tap, 62266785; 00625006525, bone scr 6.5x25 self-tap, 62332458. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right hip revision procedure four years post-implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: complaint sample was evaluated and the reported event was confirmed. As returned, the stem was fractured approximately at mid shaft. Damage was too severe for dimensional analysis. Fracture analysis of the stem identified fracture artifacts that suggested a possible bending overload fracture. Operative notes from the revision surgery confirm patient suffered a fracture of the stem with well fixed acetabular components. X-rays taken pre-revision surgery identified extensive lucency along the proximal femoral component. Bone quality appears mildly osteopenic. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.